Event description:
It was reported that the lead was attempted, but the lead tested with no pacing or sensing. The lead was not implanted and a different lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.